Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the device alarmed while on a patient due to several reference failures. There was no patient harm.